Manufacturer narrative:
(B)(4)

Event description:
It was reported during an in-clinic follow-up, an episode stored as ventricular fibrillation or non-sustained lead noise was recognized as noise on right ventricular lead. There were external interferences on the lead channel. Noise was reproducible when isometric testing was performed. Turning off the low frequency attenuation was recommended. No procedure was proceeded at this time. The patient will return for a follow-up. The patient condition was good.